Manufacturer narrative:
Analysis of the surgn cart 9735665 stealth s8 premium (serial #: (B)(4) found a hardware failure, as the battery would die about 30 seconds after being unplugged. An s8 unit was plugged into wall power for 18+ hours and still dies within 30 secs of unplugging. Visual inspection found that the grounding prong was missing from power cable. Analysis of the battery 9735773 48v s8 svc (unknown serial/lot #) found no failure. The battery was tested and had 36% charge when it arrived. With 6 hours of charging, the system ran for 11 min 30 sec when on battery power. Product event summary # s8 ground prong broken and battery not holding charge. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the ground plug was missing. User also reported that the battery did not hold a charge. The system shutdown 30 seconds after being unplugged, even though it was plugged in overnight. The camera cart held a charge just fine. There was no patient present.